Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection and required antibiotic treatment.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection and required antibiotic treatment. It was additionally reported that the patient was admitted with a fever. Cellulitis and infection were observed on the opposite side of the driveline exit site, at the curve of the pump cable. It was noted the driveline exit site was clean and not infected. The culture was identified as staphylococcus aureus. The cellulitis area was opened, including the area of the cable, cleaned, disinfected, vac therapy was applied afterwards, and antibiotic treatment was started. The driveline exit site was not infected during the whole stay. The clinical signs and symptoms stopped, analytical results were fine, and the patient was about to be discharged however a positron emission tomography (pet) scan showed active infection along the pump cable and even in the anastomosis between aorta and outflow graft. The plan of care was to continue with antibiotic treatment and see evolution.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away due to infection on (B)(6) 2025.